Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was confirmed due to 5.4v, u1004, and u1005 components on the computer/analog board pca being shorted. Additionally, c4 was removed for troubleshooting. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.